Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the sensor patch and no issues were observed with the sensor adhesive. Data was successfully extracted from the returned sensor using approved software. Therefore, this issue is not confirmed. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. The device history records (dhrs) for the product were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. The customer experienced symptoms described as an infection at the sensor site and a burning sensation. The customer had contact with a healthcare professional (hcp) who prescribed cephalexin 500 mg for treatment. There was no report of death or permanent impairment associated with this event.